Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on the patient line cut through the patient line during use on the homechoice (hc). The patient was not connected to the setup at the time of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.